Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4). Neither the device nor imaging studies were returned nor provided for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. We will continue to monitor for trends as more definitive data is collected.

Event description:
It was reported that on (B)(6) 2005: the patient underwent unknown surgery using rhbmp-2/acs. On (B)(6) 2009: the patient presented with left upper extremity and left lower extremity weakness and facial numbness. The patient also had nerve damage. Also there was tingling on left upper extremity and left lower extremity. On (B)(6) 2009: the patient presented with c6-c7 mild diffuse annular bulge with disc marginal osteophyte formation causing flattening of ventral thecal sac; mild to moderate left foraminal stenosis. On (B)(6) 2011: the patient presented with chronic pain